Event description:
It was reported that it was difficult to seat the awl in the bone. It was further reported that the pilot hole was tapped. Further, 2-3 full rotations in and the anchor broke. Further the anchor was removed in full with no parts left behind. Further, another anchor was used and surgery continued with no further event.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.